Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported teflon pad damage. A visual inspection was performed and found the teflon pad with normal wear and no metal exposed. The distal end of the device was inspected and found no visual indication of damage to the probe unit and the device passed the probe check. In addition, the jaw and the probe were found misaligned when the handle was closed. Char marks were noted where the probe and jaw come in contact. The cause of the reported event could not be determined as no abnormalities were found with the teflon pad.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The cause of the reported event could not be determined at this time. This type of teflon pad damage is most likely related to the operator's technique. As part of our investigation, olympus followed up with the facility to gather additional information regarding the report but was unable to obtain additional information. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad detached and was recovered. It is unknown if the teflon pad fell inside the patient. There was no patient injury reported.